Manufacturer narrative:
(B)(4). Batch # u5cp8u. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. During the functional test, the anvil was installed and removed several times with no observed problem. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for anvil issues note that insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. To difficult to remove note that opens the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. For malformed staples, incomplete staple line note that the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Diverticular stricture/ sigmoid mass. Was the orange tying area completely visible when the anvil was attached? Yes. What confirmation did the surgeon received that anvil was attached prior to closing? Yes with feeling w/ her hands. Was the normal amount of tension received when closing? Normal. Was the device fired plastic to plastic and then was there a second attempt to fire again? Yes. What is meant by ¿staples did not deploy? The rectal side had staples but not the distal side. Were there staples seen in the tissue? On the rectal side. Were there staples seen in the device? Didn¿t look. Were there staples seen in the surgical field? On the rectal tissue. Who fired the device? The surgeon. What is the experience of the person who fired the device? No, used many times. What is the current patient status? Stable and released from hospital. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection the surgeon went to fire the device and the anvil fell off. The surgeon reattached it and fired it again. After wards she had difficulty removing it from the patient but was able to get it out. The surgeon noticed that some of the staples did not deploy and the ones that did deploy some were formed some were not formed. The procedure had to be converted to a loop ileostomy.